Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons difficult to activate) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was a damaged response button switch. The root cause for the damaged switch was excessive force. No adverse events occurred from the defective response button.

Event description:
A us distributor reported that a monitor response buttons are difficult to activate.